Event description:
As reported by the sales rep per the user facility: needle stick injury. "Med surg nurse stated an IV on a patient on (B)(6) 2009. She removed the stylet and upon removal, the safety mechanism did not deploy. Upon disposal of stylet, she stuck herself. This was a dirty needlestick." Sample is being held by facility. Will not release at this time. Additional information provided by the facility indicated that the nurse involved in the incident received all protocol bloodwork testing and the results to date have been negative. It was also reported that all testing on the patient has also been negative. It was initially reported the sample is being retained by the facility, however, the reporter is waiting for administrative approval to possibly return the sample for evaluation.

Manufacturer narrative:
The actual device in the incident is being retained by the facility at this time and was not made available to the manufacturer to be evaluated. A photograph of the sample was returned for evaluation. The photo depicted the clip part way down on the needle shaft and the clip appeared to be located off the side of the needle. However, the photograph was not discernible and a distinct evaluation could not be determined. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed off immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer. If the actual sample becomes available for evaluation, a follow-up report will be filed. Additional lot # 9b23258306, expiration date: 02/29/2014.